Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 35 mg/dl at the time of admission, and 163 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as vomiting, nausea, high temperature, and diarrhoea. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump is over delivering at night and when the suspend feature is on. The insulin pump will be returned for analysis.

Event description:
Addition to notes. The customer experienced high blood glucose levels between 200 and 300 mg/dl and believes that the pump is under delivering.